Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for radicular pain syndrome(radiculopathies). It was reported that the patient was very dissatisfied with the implantable neurostimulator (ins) because it was right under the skin and it appeared to be ¿popping out of the skin¿. The patient stated that their skin was so thin that it hurt her to lay on that right side of her body. In result, the patient wanted the ins moved to the other side of the body but their healthcare professional (hcp) wouldn¿t do it because it was difficult to turn her device on and off. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to discuss the ins status/location. There were no further complications reported or anticipated.